Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect-pt. Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Summary of investigational findings: the image review confirmed the reported occlusion of ivc. However, patient's medical history is unknown at this time, and therefore it is not possible to determine if the thrombus formed in the filter or whether a dvt embolized to the filter acting as a nidus for thrombus progression. It is known, that the presence of an ivc filter can increase the risk of caval or dvt, even if patient is anticoagulated. Reference is made to IFU, potential adverse events: pulmonary embolism, filter embolization, vena cava occlusion or thrombosis. Lot # is unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: a cook celect® platinum navalign femoral vena cava filter was placed femoraly in a male patient on (B)(6) 2015. Upon doing a cava gram on (B)(6) 2016, the cava was occluded below the filter and into the iliac. The patient was not on any anticoagulation therapy and the physician felt that the dvt was secondary to not being on anticoagulation therapy and elected not to remove the filter at that time. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.